Manufacturer narrative:
(B)(4). The set is unknown and the sample is not available for evaluation. A batch review could not be performed as the lot number is unknown. The device used in this situation is unknown; therefore, it does not contain a us 510k number. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue has been escalated to CAPA. If additional information or samples become available, a follow up report will be submitted.

Event description:
A baxter-employed nurse from (B)(6) reported a break in aseptic technique and peritonitis in a (B)(6) female patient coincident with dianeal pd2 ultrabag therapy. On (B)(6) 2011, the patient began treatment with dianeal pd2 ultrabag therapy intraperitoneally (ip) for peritoneal dialysis (pd). On an unreported date, the patient experienced a break in aseptic technique,described as did not wear a mask and leakage close to green frangible. On (B)(6) 2011, the patient experienced peritonitis which did not require hospitalization. On (B)(6) 2011, the patient began remedial therapy with vancomycin 1 gm and fortum 1 gm. At the time of this report, remedial therapy was ongoing and the outcome for the event of peritonitis was resolving. It was not reported if the patient was retrained in aseptic technique, if dianeal pd2 ulttrabag therapy was ongoing or if the outcome for the events of break in aseptic technique and leakage close to green frangible had resolved. The nurse considered the event of peritonitis to be unrelated to dianeal pd2 ultrabag therapy. The nurse did not provide an assessment of causality for the events of break in aseptic technique and leakage close to green frangible.